Manufacturer narrative:
The investigation has been completed. The day after impella cp placement, the patient was suffering hemolysis. Pfhgb levels in the blood were elevated, however, baseline was unknown. The product was not returned for investigation. Data logs were reviewed and there were no signs that provided indication for the source of hemolysis. On the day of the reported complication, there are a number of suction alarms. However, leading up to these alarms, there are no motor current spikes that would indicate biomaterial ingestion. Additionally, the pump was in good position leading up to the suction events. This indicates that there is potential for the patient having low blood volume, but not enough clinical information is provided to conclude this. The root cause of the hemolysis could not be determined because the product was not returned and the data logs did not depict any abnormalities leading up to suction. The day after impella cp placement, progressing hepatic failure was reported. Aspartate aminotransferase/alanine aminotransferase levels in the blood had increased significantly, the gallbladder was distended and had sludge that persisted past explant. Imaging in 2023 showed that the symptoms were already present. Impella 5.5 could not be placed due to patient anatomy, but the impella cp was placed without complication, and no further information was reported regarding patient anatomy. Due to lack of sufficient clinical details, the root cause of the renal failure could not be determined. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15003. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15003. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-15003 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-15003 was submitted in accordance with updated procedures. G.2 added selection as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15003. H.6 code 4617 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15003. Due to investigation results, code 4492 was reported incorrectly on the initial manufacturer device report number 1220648-2024-15003. The changed code based off of the investigation was added to health effect - clinical codes.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that was on impella cp support. It was reported that while on support the patient experienced hepatic failure with a "possible" relationship to the impella device. It was reported that the patient/event has not recovered/not resolved. It was also reported a patient that endured hemolysis with a "possible" relationship to the impella device. The impella was removed and the pateint recovered with no sequelae.